Event description:
This is an international report of an alarm occurring when connecting a bag to the homechoice (hc) and use error. When the connection was made and fluid started dripping, the hc sounded with an unknown alarm. The home patient (hp) replaced and connected another bag. The hc worked fine and there were no more alarms. Therapy started fine and there was no patient injury or medical intervention associated with this report.

Manufacturer narrative:
(B)(4). This complaint for use error, reuse of single use product is confirmed because it was stated that the reporter replaced the bag with another one and connected it. Patients are warned to not replace solution bags during therapy, as this can cause contamination. The assignable cause was undetermined. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.